Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damage. No blown components, burnt areas, or any other residual effects that could have been caused by sparks were observed. Whether or not the right ang ext cable was the source of the complaint of ¿the power cords to their unit were frayed and sparks came from the unit¿ could not be determined because of it not being returned. A review of the DHR was performed for batch # 6380035 and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no nonconformance was found in the batch records reviewed. Investigation results determined to be inconclusive.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The customer reported that the power cords to their unit were frayed and sparks came from the unit. A replacement unit may resolve the issue.